Manufacturer narrative:
Product ID, 3093-28 lot# v674600 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3037 l ot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that system was explanted because, patient never healed. The implantable neurostimulator was explanted 6 months after implant. Health care professional indicated a lead might not have been implanted correctly and that was the reason why patient did not heal. Additional information has been requested, but was not available as of the date of this report.